Manufacturer narrative:
(B)(4). (Exemption number e2015033). According to information received from the field the recipient experienced shocking sensations with the device. However no further information has been received. Reportedly the recipient passed away. There is no relation between the device and the recipient's death. Due to the limited information received no root cause could be determined. This is a combined initial and final report.

Event description:
The recipient experienced shocking sensations with the device in (B)(6) 2019, approximately every hour. This occurred already in 2016, but it was resolved at that time. The recipient had not been seen for programming since then. The external devices could not be checked as the user had no back-up equipment. Follow-up visit was planned but information has been received that the recipient has passed away. According to the audiologist, there is no relation to the device. .